Event description:
Boston scientific crm received information that during a lead replacement procedure, this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating a short condition was detected during shock delivery. The pocket had been reopened to replace the rate/sense portion of the defibrillation lead due to noise. Defibrillation threshold (dft) testing was attempted after the rate/sense portion of the lead was replaced. During dft testing the short condition message was observed. The device and right ventricular leads were successfully replaced. Insulation damage was noted on the defibrillation lead, which was believed to be caused by clavicular crush . No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.

Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed the device recorded a shorted lead fault. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. Laboratory testing confirmed that pacing therapy remained available, but shock therapy was unavailable due to the above-mentioned circuit damage.